Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No lot number is available. Although a photograph has been received, no evaluation will be conducted. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that an end user had a total knee replacement on (B)(6) 2018. It is unknown which knee. The knee area was cleansed with sage brand wipes prior to surgery. After close of the incision, the area was cleansed with alcohol and skin prep was applied to the surrounding skin. The skin prep was allowed to dry. The aquacel ag surgical was warmed with body heat. The dressing was not stretched when applied to the dry skin. The knee was in a 30 degree flexion angle when the dressing was applied. On post day six (6) a physical therapist removed the dressing and as the dressing was being removed the physical therapist reports parts of the dressings were so adhered to the skin it was like ¿peeling glue off of skin.¿ it was further reported a chunk of skin came off with the adhesive and areas under the adhesive portion were also reddened. The patient was diagnosed with infected surrounding skin under the adhesive and placed on a prescription antibiotic keflex and bactrim, as well as over-the-counter elocon cream to be applied to the intact skin. The incision looked normal with no redness or excess swelling or excess drainage. Photos depicting the reported complaint issue were provided by the complainant.